Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately and functioned as designed. A series of electrical tests were also performed and normal device function was observed. The device header was then checked per lead gauge pins and passed. A visual inspection of the device header under a high power microscope showed no irregularities in the lead barrels and all setscrews moved freely. The device header was then disassembled and both inner and outer seal rings were inspected. Evidence of silicone to silicone bonding were found in the inner seal rings.

Event description:
Boston scientific crm received information that during this pacemaker replacement procedure, the ventricular lead was not able to be removed from the header. Technical services (ts) was then contacted and during the phone discussion, the physician was able to remove the lead. No further assistance was needed.